Event description:
Upon inspection, the hollister anchorfast oral ett fastener, model 9799, was found to be defective. The issue was first identified when the patient's nurse discovered that the foam stabilization pad had detached from the main device body. The defect was detected during a routine patient assessment. The anchorfast device failed to maintain a secure and protective interface with the patient's skin and mucosa, resulting in a stage IV hapi to the upper lip and an unstageable mucosal membrane injury. The deficiency was verified by the patient's primary care team and the wound care nurse. Photographs of the injury are attached. The device appeared to have foam adhesive delamination and bonding failure between the foam pad and the plastic anchor plate, consistent with a potential material or manufacturing defect. Additionally, the event involved user deviation from the manufacturer's IFU. The root cause in multifactorial, involving both product integrity and human factors.